Manufacturer narrative:
Per customer, checksum digit is enabled a bci field service engineer (fse) replaced barcode laser scanner, verified proper barcode reading and ran all verification. All passed successfully. A definitive root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to misread bar code label (B)(6) ids on the coulter lh 750 analyzer. The results generated a no match error. The label read correctly when rerun a second and third time. Sample labels have been requested, but have not been provided the erroneous results were not reported out of the laboratory, since the sample was rerun because of the no match. No death, injury or change to patient treatment associated with this event.